Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) no anomalies found.

Event description:
It was reported during the implant procedure that the rv lead had impedance over 2000 ohms the lead position was changed several times, however impedance remained high. The lead was removed and replaced. No patient complications were reported as a result of this issue.